Event description:
It was reported during a da vinci-assisted liver resection procedure the white cover pad came partially out during the case and lifted up on the harmonic ace instrument. The site completed the procedure using a back-up instrument and there was no reported patient injury. There was no report of instrument fragment(s) falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the teflon pad on the clamp arm damaged. A missing piece, measuring roughly 0.061" x 0.144" was not returned. Field d6 is blank because the product is not implantable.